Manufacturer narrative:
Liebel flarsheim field service engineer service report. Fse cleaned and repaired key and groove on the z-axis movement shaft and found monitor was set on the wrong input, so it was not receiving a signal. Also found abs signal cable not connected. Reconnected cable, so table will fluoro and tightened table top stabilizing bolts. Urology table was returned to service by the customer.

Event description:
Customer reported that the table would not go up and down. He reported that they are also unable to obtain a fluoro image. He also reported that there were no patients involved.